Manufacturer narrative:
Ischemia/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details. Correction has been updated in d1 (brand name). Additional information has been provided in h6 (component code, investigation findings, type of investigation, investigation conclusions).

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella rp flex was inserted via the right femoral vein in a 74-year-old female patient with post operative cardiothoracic surgery¿related cardiogenic shock, presenting in scai stage e shock. The rp flex was placed following ventricular septal defect (vsd) repair, during which an axillary impella 5.5 and an initial rp device had also been implanted. After explant of a previously placed cp pump, the right femoral artery demonstrated poor flow, and overnight the patient experienced loss of distal perfusion to the right lower extremity, with pulses no longer doppler detectable. Vascular surgery evaluated the patient and requested that the right femoral vein rp flex be removed and replaced via the left femoral vein to allow unhindered exploration and management of the right leg arterial ischemia. The patient survived. There were no issues or malfunctions reported with the original rp flex, and its relocation was requested purely to facilitate vascular surgical intervention. No allegations were made against the device, target act had not been maintained during support, and no product was requested for return. Based on the available information, the reported limb ischemia was associated with right femoral arterial compromise following prior device manipulation and was not caused by a malfunction of the rp flex device, which was functioning as intended. The request to relocate the rp flex to the left femoral vein was procedural and driven by surgical access needs, not device performance concerns. No evidence suggests impella rp flex involvement in the vascular injury.